Event description:
The customer reported that the device did not power on normally. The device powered on into a self test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.